Event description:
The physician reports performing cataract surgery with implantation of the li61se intraocular lens using the ez-28 delivery device system. The surgeon reports that the li61se was loaded into the lens injector upside down and delivered it into the pt's eye upside down. Intervention was performed in order to enlarge the incision and remove the lens from the eye. A different intraocular lens was implanted successfully. The pt is doing well.

Manufacturer narrative:
According to the surgeon, the likely cause of the event was due to the incorrect folding of the intraocular lens.